Event description:
Philips received a complaint from the customer on the v60 indicating that it was displaying a check vent low leak co2 re-breathing risk message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was using a bi-pap circuit and duplicated the issue. He stated the average air is reading, -2.3 slpm (standard liter per minute). Since the unit has software 3.20, he will attempt to zero calibrate the flow sensors. If he is unable to solve the issue, then he would need to order a flow sensor assembly. The customer informed that he was able to zero calibrate the flow sensors, but it did not solve his issue, it still failed the air flow accuracy test. The customer will order a flow sensor assembly and repair the unit. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. Similar investigations have identified the cause has been determined to be flow sensor drift. This issue was previously investigated, and the risks were evaluated in issue impact assessments (iia). Root cause analysis concluded that over time the flow sensors become contaminated and start to drift. This drift causes inaccurate readings with the air/oxygen flow and concentration readings. The risk assessment has determined that the overall risks associated with flow sensor drift are acceptable as determined in the risk management policy. No further failure analysis is required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.